Event description:
The physician went in to repair a stenosed graft in a patient's arm. When he went to push the balloon through the stent, he pushed too far and when he pulled it back, the balloon in the zone of fluoro was tied in a knot. The physician then pulled the system out and reintroduced a new one with no problems. Patient is fine.

Manufacturer narrative:
Cook's instructions for use (IFU) does indicate that particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Warnings: do not exceed rated burst pressure. Rupture of the balloon may occur. Adhere to balloon inflation pressure parameters. Over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. A 100% inspection is performed verifying the correct bond length and no signs of defects. The balloon material is verified to ensure flat, straight, and uniform folds. One device was received in an opened and used condition. The balloon was tied in a knot with the distal 6cm of the shaft elongated. The catheter shaft was cut in a 25cm length. The proximal hub was cut off approximately 4cm from the strain relief. A used wire guide was returned with the catheter. Considering the information provided and the results of the examination of the returned device, this incident appears to be the result of a procedurally related event. At this time we are uncertain why the physician encountered difficulty; however, the appropriate individuals have been notified of the matter and we will continue to monitor for similar events.